Manufacturer narrative:
Sizing issue.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported the patient was admitted to the emergency department, his ICD was checked and found to be "fine." He died later that day and the nurse stated the device was not shocking his heart like it was supposed to. The cause of death has been requested and not received. Follow up with the clinic reported the patient had been admitted to the coronary care unit of the hospital in 2009 with acute coronary syndrome, coronary artery disease, pulmonary edema, congestive heart failure, volume overload, and a history of aortic stenosis. The physician had no concern of any device malfunction and no allegation of any device or lead problems. The cause of death was requested and not received.

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.